Manufacturer narrative:
Additional contact information: (B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable, clamp tubing. The user silenced the alarm, reviewed pump settings, powered the pump off, the user then turned the pump back on and reported the pump alarmed no disposable wont run. The user powered the pump off again, clamped the line, removed the cassette and massaged the tubing as air bubbles were noted in the line. The user then reattached the cassette, unclamped the line and turned pump back on, the alarm was still present. The user was instructed to turn the pump off and clamp the line then continue to a scheduled clinic appointment. Per reporter this is the third time he has had the no disposable alarm with this pump, one resolved however two were not resolved. No adverse patient effects were reported. No additional information is available at this time.